Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A cartridge change was performed resolving the issue. There was no reported impact to the customer's blood glucose (bg) level.